Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that there was a shunt revision. According to the report, the device was tapped by a physician the morning of (B)(6) 2017, and the op pressure was 18. This was not congruent with the setting of 0.5. It was stated the device was replaced with another one. After the removal of the device, it was checked on the back table, and the setting was indeed 0.5. The device was also hooked up to a closed drainage system and manometer where the flow was fine to a pressure of 20 cm but then stopped. Reportedly, after the device was replaced, the patient's abdominal pressure of 12 cm minus 5 peep was 7 with excellent distal flow.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had gone to the physician due to continued problems after having the device previously adjusted. It was stated the device had been adjusted to a certain setting, but the setting obtained by the physician was different than what they felt it was supposed to be.